Event description:
It was reported that the ilet device¿s display screen was cracked and became unresponsive, resulting in loss of user interface functionality and necessitating replacement of the device. Symptoms included no alerts or alarms and inability to operate the device via the touchscreen. Outcomes included device replacement and continued cgm use on the patient¿s phone or receiver until the replacement arrived. Investigation included remote troubleshooting, use and education guidance, and verification of the device serial number. Investigation of this case revealed physical damage to the display component consistent with a cracked screen, rendering the interface inoperable, with no evidence of device-generated alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device display due to external factors.